Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 455 mg/dl. The customer was treated for the high blood glucose with insulin shots. The customer stated that they were running on the treadmill and had difficulty breathing. The customer was assisted with trouble shooting and the customer's insulin pump passed the test functions. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.